Event description:
Very painful cramping each month associated with cycle, bloating to the point clothes don't fit and look pregnant, heavy cycle where I use several overnight pads to control, large clots, at times no cycle for months, then cycle appears for several weeks at a time and is very painful.